Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided.

Event description:
It was reported that: "pt presented a cup that was "spun out" and 3 broken screws. The surgeon removed cup, head, liner, screw and replaced with a tritanium cup, screw, x3 10 deg insert and a 36 mm pca head."